Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with plate and screws on an unknown date. Patient was returned to or for hardware removal, reason unknown, on an unknown date. Four screwheads were broken and two screwheads were jammed in the plate. Complaint was sent for information only, no further information available. This is 1 of 5 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). This screw has been broken off below the head. The color, thread form, and general configuration suggest that this may have been a member of the 04.211.0xx family of parts but due to the type and extent of damage incurred, a positive identification is not possible. Threads for the first 8.75mm have been heavily damaged. The damage is in multiple forms. The major diameter has been compressed, there are impact marks, and also grinding type marks in which considerable material has been removed. Beyond 8.75mm, the threads have the major diameter compressed into a t. Nearer the tip, there are also indentations at the major. The flutes and tip are in relatively good condition.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.